Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was asleep. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.